Event description:
The caller reported via phone call that the insulin pump kept alarming failed battery test. The customer's blood glucose was 240 mg/dl. The caller confirmed that the issue did not result in a serious injury or hospitalization. The caller was advised that the alarm would recur with each new battery inserted if not cleared. The caller stated the battery cap contacts were not missing or damaged. The customer was advised that a replacement battery would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.